Event description:
The customer was hospitalized on (B)(6) 2015 with a blood glucose of 594 mg/dl. Customer stated that she gave a manual injection and her blood glucose was not coming down fast enough. Customer was using another pump that has since been replaced because of a motor error. Customer stated that she had diabetic ketoacidosis and stayed 2 nights at the emergency room. Customer was wearing the pump at the time of the emergency room visit. Customer stated that the issue occurred with a different pump and the issue was caused by a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.